Manufacturer narrative:
Initial

Event description:
It was reported that the user contacted support for a hyperglycemia event while using an ilet system with a dexcom g7 sensor, with an initial sensor glucose around 295 mg/dl after announcing a meal and then entering a larger-than-breakfast announcement to have cookies; a confirmatory fingerstick later read 231 mg/dl and the user calibrated the sensor, with glucose trending down. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, a usage problem related to procedure or method, and relevance of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.